Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle broke off into the patient's arm during use. The following information was provided by the initial reporter: "my daughter and I use the 1ml tb syringe (doctor prescribed) for allergy shots... I thought you should know that at the last use, the needle broke off from the plastic syringe section while still in my arm."

Event description:
It was reported that the needle of the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle broke off into the patient's arm during use. The following information was provided by the initial reporter: "my daughter and I use the 1ml tb syringe (doctor prescribed) for allergy shots... I thought you should know that at the last use, the needle broke off from the plastic syringe section while still in my arm.".

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.